Event description:
A pt underwent a f/u lumbar surgery on (B)(6) 2010, to further decompress affected level l5-s1 following a traumatic event and new onset of leg pain. Based on MRI findings, the exiting nerve root appeared to be compromised. The originally placed interspinous fixation device was removed. A large size was inserted following surgical decompression and proper sizing of the interspinous space. Prior to the event, the pt was doing well and pain free after the first procedure on (B)(6) 2010, for the initial diagnosis of a degenerative disc and a collapsed disc at l5-s1. In the surgeon's opinion, the device did not fail. Adequate decompression was obtained during the first surgery. The revision was a result of an injury that occurred post-operative.

Manufacturer narrative:
Two lot codes are documented to identify the two components that were returned. Visual examination of the returned device confirmed the report of no device failure. The manufacture date for both components are documented. Additional device manufacture date: (B)(4) 2008.